Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an alternative access transcatheter aortic valve replacement with the left subclavian artery approach was used. The valve was deployed initially at 2-3mm below the annular plane and verified using right anterior oblique caudal fluoroscopy view. At 100% deployment release of the valve attempted, one of the anchoring eyelets of the valve on the delivery catheter system (dcs) would not give way and separated from its tab on the delivery shaft. After multiple maneuvers, the final tab was freed. However, just after it was released the valve shifted into the aortic root. It was noted that a portion of the stent of the valve frame dislodged back into the noncoronary sinus, shifting its position approximately 6-7mm with the valve losing optimal annular position. A decision was made to replace the valve with a second valve. The first valve was removed. The second valve was advanced over the guidewire using bareback technique and was optimally positioned. At 100% deployment, the implanting team also experienced difficulty releasing the final eyelet from the delivery device tab but were able to free it and then carefully withdrew the nose cone and the dcs from the patient. Subsequently, the patient died. The cause of death was not received. No further information was provided. Additional information was received that the first valve was not removed from the patient. No additional adverse patient effects were reported. Additional information was received that during implant, a pre-implant and post-implant balloon aortic valvuloplasties were not performed. The deployment starting point was the bottom of the pigtail catheter and one deployment attempt was made. During deployment, no difficulty was noted when turning the deployment knob and no deployment knob components separation was observed. However, the capsule responded when the deployment knob was turned. It was noted that there was no patient anatomy that contributed to the deployment issue. A medtronic confida guidewire was used during the procedure. Per the physician, the cause of death was aortic insufficiency. According to the physician, the first valve, the second valve, and the delivery catheter system can be excluded as contributing causes to the death of the patient. In addition, there was no patient underlying medical history that contributed to the death. Additional information was received that severe paravalvular leak was observed.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.